Event description:
It was reported that the patient had an infection following an implant procedure. The physician believed that the infection was not device related and the source of infection was unknown.

Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7179776. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7180107. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 38553381 model/catalog description: clik x anchor sterile kit. Unique identifier (UDI)#: (B)(4).